Event description:
Patient was in ed brought in with chest pain. EKG worsened during stay and stemi alert was called. Patient brought to cath lab, and catheterization was attempted in radial artery. This was unsuccessful and catheter was then inserted into groin. During procedure it was discovered that the vista brite tip manufactured by cordis was kinked and was unable to be unkinked. This resulted in an extended procedure with more contrast inserted into patient than recommended, and the procedure took two to three times longer than expected. Extended manual pressure was held post procedure, as the wire had to be pulled out kinked and the patient was on anticoagulants. A second cardiologist was consulted and came in to help troubleshoot. Vascular surgery on call was notified by administrative supervisor after dr request.